Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the patient developed heart block. The patient took a deep breath and the ablation catheter slipped and hit the his bundle. This caused the patient to develop an av block iii. The examination was stopped and a passenger pacemaker was installed. This was not due to abbott material.